Event description:
The customer reported "vent inop condition, spi bus failure." No patient involvement.

Manufacturer narrative:
The data acquisition pcba was returned for failure investigation and no failures were identified. The determination could not be made that the device failed to meet specifications, and the device is used for treatment. The v60 ventilator was not in use on a patient, and there is a relationship of the device to an adverse event. Office contact information: (B)(4).

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.